Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the DHR and there were no such defect encountered during in-process inspection and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): too fast flow. Pump emptied in 3 days instead of 5 days.